Manufacturer narrative:
Other, other text: one smiths medical tracheostomy/pvc - portex tubes dic was returned for analysis. An attempt was made to inflate cuff of trach by using air filled syringe and holding under water to check for leaks. Cuff would not stay inflated, thus confirming the complaint. Trach was visually examined under 25x magnification which shows cuff has a small hole. Although the damage to the cuff was observed, however it cannot be determined with certainty when and how exactly the cuff was compromised. Based on the available evidence and investigation results the reported by the customer problem was confirmed but the source of the problem could not be identified.

Event description:
Information was received indicating that the balloon of a smiths medical tracheostomy/pvc - portex tubes dic could not inflate. No adverse effects were reported.